Event description:
It was reported that this newly implanted pacemaker recorded a loss of capture (loc) due to atrial arrythmia. No additional information has been provided at this time. The pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this newly implanted pacemaker recorded a loss of capture (loc) due to atrial arrythmia. Additional information received advised after the loc there was backup pacing observed. This is normal device function. The pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this newly implanted pacemaker recorded a loss of capture (loc) due to atrial arrythmia. No additional information has been provided at this time. The pacemaker remains in service and no adverse patient effects were reported.